Event description:
A nurse reported that during a vitrectomy surgery performed to a diabetic pt, when cutting the peripheral vitreous with extensive bleeding and heavy membranes covering the optical nerve, very thin strings were sucked into the cutter opening and the vitrectomy probe did not cut. The pt did not experience any retinal tear or hole. However, the surgeon suggested that this could have happened if the strings were stuck in the vitrectomy probe and the probe was pulled out. There was no delay in surgery and no pt impact. This is one of two medical device reports being filed for this facility. No further info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No further info is expected. (B)(4).